Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. No other defects or anomalies were observed. The top jaw was inspected against the specs for the part (g00441). The height of the flag on the leg of the jaw was measured. The measurement was taken from the center of the jaw pivot to the top of the flag. It was found to be out of specification. It was measured to be .03092" while the specification for that measurement is .035" +.008"/-.003". This is a manufacturing related issue from the supplier of the purchased part. The following equipment was used: starrett vision system (teleflex equip ID 10160687) reference number: 14532 calibration date: 03/07/19 calibration due date: 03/07/20 functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon full engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears were intact. The first clip was able to load into the jaws, but it appears as though the jaws were not opening to full aperture and as such, the clip was not fully open. This was repeated with the same result for the remaining clips. The top jaw was not closing properly during the loading of the clips which prevented the clips from loading properly. The device was disassembled to inspect the internal components. The sample was received with 10 clips remaining in the channel indicating that 5 clips were fired by the end user. The flag on the top jaw was found to be out of specification which prevented the jaw from closing properly during the loading of clips. This is a manufacturing related issue from the supplier of the purchased part. A nonconformance has been opened to further investigate this issue. The flag on the leg of the jaw was found to be out of specification, which prevented the jaw from closing properly during the loading of clips. This is a manufacturing related issue from the supplier of the purchased part. A nonconformance has been opened to further investigate this issue. The reported complaint of "clips not closing properly" was confirmed based upon the sample received. One device was received. Upon functional inspection, the first clip was able to load into the jaws, but it appears as though the jaws were not opening to full aperture and as such, the clip was not fully open. This was repeated with the same result for the remaining clips. The top jaw was not closing properly during the loading of the clips which prevented the clips from loading properly. The flag on the top jaw was found to be out of specification which prevented the jaw from closing properly during the loading of clips. This is a manufacturing related issue from the supplier of the purchased part. A nonconformance has been opened to further investigate this issue.

Event description:
It was reported that while using the applier it was impossible to tighten the clips and lock them.

Manufacturer narrative:
(B)(4). The device investigation is pending. The device history review for the product auto endo5 ml lot #73f1500619 investigation did not show issues related to complaint. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that while using the applier it was impossible to tighten the clips and lock them.